Manufacturer narrative:
Occupation: manager additional reporter: (B)(6) rn. The product has been returned to the manufacturer but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a leak in iab circuit alarm was generated and the pump was sent into standby. The customer believed they saw flecks of blood in the helium tubing so the cardiologist came to the bedside and removed the iab immediately. The removal was uneventful; the patient was doing well. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional email: (B)(6). Device evaluation: the product was returned with the membrane completely unfolded and blood found on the exterior of the catheter and between the sheath. The non-maquet sheath was returned partially covering the membrane. The balloon extracorporeal tubing was cut, and the tubing was not retuned. - an underwater leak test of the balloon membrane, y-fitting, catheter tubing was performed, and no leaks were detected. -a laboratory insertion test was unable to be performed due to the membrane being unfurled. The extracorporeal tubing was not returned for evaluation. We were unable to conclusively determine the presence of leaks on the iab due to the returned condition of the iab as we were unable to fully evaluate the iab. The reported failure cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
N/a.